Manufacturer narrative:
Based on the limited information, the investigation did not identify a specific product problem. The cause of the event could not be determined.

Manufacturer narrative:
An additional investigation conclusion code was added.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatinine jaffe gen.2 (creaj2) on a cobas c 503 analytical unit. For both patients, the initial results were reported outside of the laboratory and a 2nd sample was requested. The results for the 2nd sample were not provided. The original tube was then repeated. Patient 1 initial result was 0.17 mg/dl with a data flag. The repeat result was "comparable to the previous history" (3 mg/dl); the specific result was not provided. Patient 2 initial result was 0.14 mg/dl with a data flag. The repeat result was "comparable to the previous history" (8 mg/dl); the specific result was not provided.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).